Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e801 module serial number was (B)(6). Qc was acceptable. Images from the instrument¿s foam detection camera do not suggest an issue. There were 4 sample clot detection messages on the alarm trace from (B)(6) 2023. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 282 pg/ml. Since the patient¿s other related tests were normal and he had no symptoms of chest pain, the sample was repeated on a different e801 analyzer with a result of 12.4 pg/ml. The questionable result was not reported outside of the laboratory.